Event description:
It was noted at a patient's clinic visit that their device was set to zero output current. It is unknown if the patient came into clinic at zero output current or was unintentionally programmed to that. (B)(4) attempts are underway for further details about the event.

Event description:
Good faith attempts have been made and no further information has been attained.